Manufacturer narrative:
Due to patient injury, the occurrence was determined to be reportable to the FDA.

Event description:
The procedure was done under general anesthesia. After sectioning the tooth, we noticed a burn was on the lip of front teeth (white burn spot) where the tip of the drill was touching lip. Drill was also hot.